Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that blood loss occurred. Vascular access was obtained via the common femoral artery. A 6f, 45 cm, st, cc chariot guiding sheath was placed in the aortic bifurcation. During the procedure, the physician turned around and without touching the sheath, the sheath backed entirely out of the patient without the physician knowing it was out. The patient bled all over the table and floor. A towel had to be put down to absorb it. They ordered blood from the pharmacy to give to the patient. No additional patient complications were reported and the patient's status is fine.